Event description:
Medtronic received a report that an apollo catheter fell off and could not be used normally. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an embolization of brain arteriovenous malformation. The patient¿s vessel tortuosity was normal. The access vessel was the femoral artery (diameter 8 mm). The catheter was flushed as indicated in the IFU. After opening the catheter package, the surgeon found that the detachable part of the catheter tip had fallen off and could not be used normally. After the catheter was replaced, the surgery was successfully completed. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the 3.0 detachable tip and apollo microcatheter were returned for analysis inside dispenser coil, a biohazard plastic bag, and a shipping box. The catheter's inner pouch and outer carton were not returned. Damage location details: the distal catheter was found detached from the catheter. No damages were found with the detachable tip and catheter body. No irregularities were found with the apollo hub. No other anomalies were observed. Testing/analysis: the apollo usable length was measured at ~167.0cm (specifications: 165.0cm ± 2.5cm). The ldpe coupling tube overlap and detached tip overlap lengths were measured to be ~1.47mm, which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed with water and found to be patent. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer complaint was confirmed as the distal detachable tip was found to be detached from the catheter. It is possible the tip detachment occurred when attempting to remove the product from the dispenser coil/package, or after removing it from the package. The tip premature detachment can also be caused by the detached joint ldpe overlap length being too short. However, the detach joint ldpe overlap length was measured to be within specifications. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there were no actions/interventions were taken to resolve the apollo tip detachment. The cause of the apollo tip detachment was not determined. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.